Manufacturer narrative:
The pump user guide states: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was found to be incorrect. During troubleshooting, it was verified that the cause was due to the customer inputting the incorrect time on the pump. The pump time was updated to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.